Manufacturer narrative:
Date of implant is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient received treatment with a vena seal closure system. The patient came back approximately 5 months with an infection at the access site. The patient claimed that she had pulled out something white that might be the sealant. It is reported to be hard and has a hole running through it. The patient has had issues since the procedure and it is unsure as to what extent the doctor has given treatment or what kind. Pain, swelling, redness at access site and possible infection were noted. Patient also reports that white a hard substance keeps coming out of wound. No other clinical sequelae reported for this event.

Manufacturer narrative:
Three images were provided. The images are of two pieces of white to off-white polymerized material claimed to be excised from the access site, and an image of the patient¿s treatment access site. The image of the patient¿s treatment access site exhibits swelling and redness around the access site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.